Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms. The customer¿s blood glucose level was 135 mg/dl. The customer stated that they got unexpected restart after battery change. Assisted customer in performing with self-test. Test was passed. Pump error did not occur during rewind. The insulin pump will not be returned for analysis.